Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records indicated there was no similar repair history for the past year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. Based on the physical evaluation, the cause of the reported issue was due to damage to the scope socket. Damage to the scope socket was potentially caused by handling. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Event description:
The asset video system center was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit was found to have a defective scope socket and does not secure (loose) connection with image equipment attributing to noise or loss of image. There was no patient involvement reported.

Manufacturer narrative:
The referenced device was repaired to specifications and returned to asset stockthe investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.